Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain and underwent a CT of the abdomen. On (B)(6) 2019, a general physician was consulted and the CT scan was evaluated in which a perforation was suspected. Duodopa therapy was stopped and the patient was treated with 1 liter of intravenous isotonic serum and 500mg of intravenous sulcid (vial 4x1500 mg). On (B)(6) 2019, the abdominal pain resolved. On (B)(6) 2019, the suspected perforation resolved and duodopa therapy was restarted.